Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. He replaced the flow module. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during cardiopulmonary bypass (cpb) procedure, the flow module stopped working and gave incorrect flow values. The module was working correctly while priming, then stopped within the first hour of the case. The sensor was cleaned and flow was showing while not connected, then incorrect flows were shown. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow module to perform as expected. He connected the flow module to a lab use only (luo) roller pump, luo flow sensor and a luo h2o loop and noted the system to perform as expected for over 18 hours with no errors. Internal inspection of the flow pod application board showed 16 overheated transistors. Per data log analysis, on 13-may-2020 the log showed the flow sensor was coupled to the tube with fluid three times, while normally it only shows this once. Air in the tube can cause this, plus the sensor was removed to be cleaned. No errors are logged, the log did not confirm the complaint.

Manufacturer narrative:
The reported complaint could not be confirmed. Per the additional evaluation done by the supplier, the reported complaint could not be duplicated. The supplier's inspection of the transistors showed the alleged damage to be flux and not overheating. All testing acceptance criteria has passed. There is no defect with this board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: about an hour into the cardiopulmonary bypass procedure, the flow probe stopped working. The team took it off of the 3/8 inch tubing cleaned the lens then re-applied. It is not known if any couplant was used for the procedure. The team noticed while it was not applied to the tubing it was even reading an incorrect number. The team reapplied the flow probe and the unit would read correctly for a bit, then read incorrectly. The team gauged their flows to the patient off of the revolutions per minute of the centrifugal pump along with patient pressures. The team did not exchange the flow probe out during the procedure. The flow probe concern did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.